Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed right ventricular (rv) lead noise which was later observed on the right atrial (ra) lead. Impedances on both leads were high. The minute ventilation sensor was programmed off. Lead integrity troubleshooting and x-rays were performed. No adverse patient effects were reported. The device remains implanted and the patient will be monitored. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).